Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an infusion of aciclovir was set to run at 125 ml/h over 2 hours, however 1 hour and half into the infusion they identified that the drip chamber was empty and the patient was not getting the drug despite the pump infusing. The report suggests that the pump did not alert the user. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.